Event description:
The customer contacted baxter's technical service center regarding issue with filling the bags while on the homechoice (hc) machine during use. The nurse explained that she has two supply manifolds, and the bags are on different shelfs. The nurse stated that the bags that are on the lower shelf are filling with fluid and the bags on the higher shelf are empty. The baxter technical service representative (tsr) explained that the bags are on one line, and that gravity would fill the bag on the lower shelf. The tsr advised the nurse that they need to have all the bags on the same manifold and on the same shelf. The nurse understood and the call completed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of incorrect solution bag placement was confirmed over the phone by global technical services at the time the incident was reported. The cause for the issue of incorrect solution bag placement was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A service history review (shr) revealed that no issues were identified that may have contributed to the reported issue of incorrect bag setup. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). During a follow up with the nurse regarding the use error, it was revealed that the issue was resolved and that the home patient (hp) did not have any injury or harm as a result of the use error. The nurse stated that the hp is doing fine and continuing therapy without issues. No further information was provided.